Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced congestive heart failure exacerbation and tenderness at implant site. The right atrial (ra) lead also exhibited oversensing and undersensing. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.